Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the psc wrist fiber cable as the item was scrapped in the field. A follow-up MDR will be submitted if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy procedure, the patient side cart (psc) faulted as it was being driven to dock to the patient. The customer had power cycled the system twice without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to perform a hard power cycle on all the carts and perform an emergency power off (epo) on the psc, however, the issue persisted. At that time, the customer made the decision to complete the procedure using another psc from another system. There was no report of patient harm, adverse outcome or injury. Isi made multiple attempts to contact the initial reporter to obtain additional information but was not able to gather any additional information. An isi field service engineer (fse ) was dispatched to the facility and confirmed the reported issue via error logs. The fse replaced the psc wrist fiber cable to resolve the issue.